Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable neurostimulator (ins) has not been working right for a couple months. Patient states a couple times the stimulator has gone out and they tremor more than usual. Patient is not sure if it is due to the medication. Caller states yesterday programmer showed ins on/ok. Agent redirected to the physician. Additional information was received from the manufacturer representative (rep) that an impedance test was performed on (B)(6) 2023 which verified the integrity of the patient's dbs system and indicated the ins was functioning normally. The patient's housing status was unclear at the time of the impedance test and the patient has not been accepted by a neurology clinic as of (B)(6) 2023. His prior neurology clinic has refused to see him citing unacceptable behavior while in their clinic. The dbs therapy settings have remained unchanged. The patient was redirected to a neurologist who is capable of adjusting his stimulation settings and reevaluating his parkinson¿s disease medications for more successful symptom management. This patient¿s parkinson¿s disease is progressing resulting in his symptoms getting worse.